Manufacturer narrative:
Additional information: section b.1 & h.1. The recipient reportedly experienced decreased performance. The recipient was reportedly not re-implanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information section: b.3, d.6b, h.6. The recipient was reportedly explanted for medical reasons. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.